Manufacturer narrative:
At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that their vela ventilator was having ""vent inop"", ""motor fault"", ""xdcr fault"", ""low pip"" and ""high pip"" alarms. The customer reported that the alarms occurred while on a patient, but the device was replaced and there was no patient harm or injury.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was confirmed and duplicated in the laboratory setting. The root cause of the reported issue was determined to be a failed pressure transducer (pt800) on the main printed circuit board assembly (pcba).